Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated. There was no reported patient involvement, delay, medical intervention, or adverse consequences reported for this event.

Event description:
The user facility reported that the device overheated. There was no reported patient involvement, delay, medical intervention, or adverse consequences reported for this event.